Event description:
It was reported to philips that the system was not starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer inspected the system remotely and confirmed the reported problem. Upon troubleshooting actions, the philips remote service engineer (rse) found that the system failed to initiate, and there was nothing displayed on the main screen. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, in another work order the philips field service engineer (fse) has initiated a medical device correction (z-1144-2024). The codes were updated based on the investigation outcome. The evaluation method code was corrected.